Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the lips with juvéderm® volift® with lidocaine. The patient presented ¿inflammation and balls in the lips¿. The patient was treated with hyaluronidase about 5 weeks after the injection date and the lips swelled more. The patient was advised to take oral traumeel® 3 times a day and to use topically traumeel® pomade. The symptoms are ongoing.